Manufacturer narrative:
Correction report to account for this statement provided "never recognized outside the body.". Clarity was attempted to be made through good faith effort, however unclear response was received. Therefore, statement added to b5 and additional patient code added for the potential that device was not retrieved. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that balloon rupture and shaft break occurred. The patient underwent a percutaneous coronary intervention (pci). The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery in the proximal segment of a post bypass patient with a previously place stent. A workhorse guidewire was used to cross the lesion and ballooned with a 2.0 x 20mm emerge balloon catheter. A 2.5 x 20mm nc emerge balloon catheter was advanced for dilatation. However, during the third to fifth inflation at 22 atmospheres, the balloon ruptured, got stuck in the proximal vessel and the balloon broke from the shaft and the portion of the device remained in the artery. An ensnare retrieval device was used to recover the remaining portion of the device from the patient, however, it was noted that it was "never recognized outside the body." Pci was continued with rotational atherectomy with a 1.5mm burr followed by shockwave intravascular lithotripsy (ivl). After ivl, a 3.0 x 15mm nc emerge balloon catheter was used for post dilatation; however, during the third to fifth inflation at 22 atmospheres, the balloon ruptured. When retrieving the balloon into the guide catheter, it got stuck and separated from the shaft. The remaining piece of the balloon was recovered by removing the guide intact and flushing outside of the body. The procedure was completed, and the patient was doing fine.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that balloon rupture and shaft break occurred. The patient underwent a percutaneous coronary intervention (pci). The target lesion was located in the moderately tortuous and moderately calcified left circumflex artery in the proximal segment of a post bypass patient with a previously place stent. A workhorse guidewire was used to cross the lesion and ballooned with a 2.0 x 20mm emerge balloon catheter. A 2.5 x 20mm nc emerge balloon catheter was advanced for dilatation. However, during the third to fifth inflation at 22 atmospheres, the balloon ruptured, got stuck in the proximal vessel and the balloon broke from the shaft and the portion of the device remained in the artery. An ensnare retrieval device was used to recover the remaining portion of the device from the patient. Pci was continued with rotational atherectomy with a 1.5mm burr followed by shockwave intravascular lithotripsy (ivl). After ivl, a 3.0 x 15mm nc emerge balloon catheter was used for post dilatation; however, during the third to fifth inflation at 22 atmospheres, the balloon ruptured. When retrieving the balloon into the guide catheter, it got stuck and separated from the shaft. The remaining piece of the balloon was recovered by removing the guide intact and flushing outside of the body. The procedure was completed, and the patient was doing fine.